Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited high high-voltage lead impedance. No resolution was taken. The patient was stable.